Manufacturer narrative:
A sample device was returned on (B)(6) 2015. The sample was disposed of on receipt due to possible cross contamination with a mrsa sample. The device history record for the reported lot number, (B)(4), was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from the (B)(6) stating that after a successful surgery of installing the mik introducer kit device in the patient, the head dietetic nurse went to see the patient. The nurse noted that three out of the four the suture locks had detached. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.